Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large suturecut needle driver was further evaluated by intuitive surgical, inc. (Isi) advanced failure analysis (afa). The instrument was found to have a broken grip cable at the distal idler pulleys. The cable was fully broken. The instrument had 4 remaining uses out of 15. There was no evidence of discoloration or corrosion/contamination on the cables to indicate any reprocessing induced issue. The components surrounding the broken cable did not exhibit any abnormal sharp edges damage that would have contributed to the cable breaking. A review of manufacturing history indicated no related non-conformances. It was observed that the broken cable strands appeared to be frayed and the location of the cable break at the distal idler pulleys align with when the grips were in the max yaw position. The location of the break suggests that the cable initially experienced some kind of damage while at the max yaw position that over time and use, resulted in the cable fraying and then breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the large suturecut needle driver had a broken wire. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure completed with a reserve instrument with a procedure delay of less than 5 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.